Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the suspect faulty front panel for evaluation where the reported issue was reproduced and isolated to fluid ingress of the touch screen. Please note it is intended to be left blank but becomes autopopulated after submission, as a result of a software related anomaly that is being addressed. Please disregard the date entered.

Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that the touch screen on this unit is non-responsive and it has signs of delamination on the bottom right hand corner of the screen. There was no patient involvement at the time of the incident.